Event description:
Post operative complications were reported from a prospective and nonrandom study that was conducted on patients with cervical herniated discs. The herniated disc was located at c3-4 in 2 cases, at c4-5 in 8 cases, at c5-6 in 24 cases, at c6-7 in 5 cases, at c4-5, 5-6 in 2 cases, at c3,4, 5-6 in 1 case, and at c 5-6, 6.7 in 3 cases. Patient symptoms included hand numbness, limb weakness, gait instability, hyperreflexia, radicular pain on 1 arm and sensory deficit corresponding to specific dermatomes and weakness of 1 upper side extremity. The patients had not responded to conservative treatment for at least 6 weeks. Patients underwent standard anterior cervical fusion with discectomy and artificial disc replacement. A total of 51 cervical disc prosthesis were implanted; single level disc was replaced in 39 cases and 6 bilevel cases. Follow up ranged from 24 to 70 months with an average of 35 months. Radiographs, including mr, were taken at each follow up visit. There were no deaths, no infections and no instances of iatrogenic progression is all patients. All patients showed improvement in neurological symptoms, with radicular pain refer to arm relieved in the patients with radiculopathy. Stabilization was achieved for all artificial discs and migration of artificial disc greater than 2-mm was not observed. One patient underwent discectomy and disc replacement at c5/c6. The patient experienced a definite spontaneous fusion around the posterior side of the treated segment after 4 years follow-up. Radiographs showed that the implanted disc was in good position during operation and immediate post-op. The patient did not have any new symptoms.

Manufacturer narrative:
Literature citation: ren, xianjun et al. The intermediate clinical outcome and its limitations of bryan cervical arthroplasty for treatment of cervical disc herniation. J spinal disord tech. 2010. (B)(4). The device was not returned to the manufacturer for analysis; we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.